Event description:
Additional information received indicated that the patient had not used programmer in over a year until she began having the problem 8 months prior to the report. It was stated a manufacturer representative forgot she had mentioned that she was unsure of programmer, she called him and he was able to assist her over the phone. It was also reported that the patient received a shock when she bent down. This happened "a while ago" but was not happening at the time of the report.

Event description:
Additional information indicated that it wasn't possible to adjust stimulation and that patient programmer display was showing "call your doctor" icon with a por (power on reset) condition. It was unknown when por was triggered. It was also stated that the last visit with the manufacturer representative was about 4 months prior to the report and that the patient noticed that she was having "more incidents lately." It was indicated that the ins replacement was planned to be done five days after the report.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# v704351, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times. The ins replacement in this event is one of the four referenced. No further complications were reported/anticipated. In MFR #3004209178-2017-06370 the following information was reported: ¿it was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times.¿ additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. In MFR #3004209178-2017-06370 the following information was also reported: ¿in (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.¿ additional review indicates this information does not pertain to this manufacturer's report. Any additional information related to this previously reported information will not be reported in this report. The ins replacement in this event is one of the four referenced. Refer to manufacturer reports #3004209178-2017-06564, #3004209178-2017-00227, and #3004209178-2017-06373 for details pertaining to the other referenced ins replacements.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was not one of their patients at the time of event. No further complications were reported or were expected.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v704351, implanted: (B)(6) 2011, product type: lead.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had not made any adjustments since implant but on the date of this report the patient had "a few incidences." The patient was on program 1 at 1.5 v and when she switched to program 2 at 2.4 v she felt stimulation comfortably. Additional information received 2 weeks later reported the patient's normal setting was 5.3 amps on program 1. The patient switched back from program 2 to program 1 and increased the amplitude to 6.3 amps. She was still not feeling stimulation and changing position, sitting and standing, did not change the stimulation sensation. When the patient made an adjustment she would not feel much until she bent over and then she experienced a shooting pain. The patient increased program 1 to 7.0 amps and when she crossed her legs she felt a stabbing sensation. It was noted the patient reached the upper limit on her program. It was also reported the patient had been having issues over the past 3 weeks. The patient loses her balance and falls periodically due to her multiple sclerosis (ms). She was undergoing physical therapy and used a transcutaneous electrical nerve stimulation (tens) this week on her back higher than her device. The patient had typically been getting 90% relief until the last 3 weeks when she started to experience urgency, no control, and accidents. The patient had tried program 2 for 2-3 days and increased the amplitude which did not help. She also tried programs 3 and 4 but moved back to 1 because it had worked in the past. The patient was on program 2 on 6.1 amps and she felt a sharp pain. She was experiencing pain in her shoulder and arm on the side her device was implanted. It was noted the patient underwent gastric bypass and lost 150 pounds; her device was "still under her skin and not popping out but she could feel the shape of her device." The patient was having issues regulating her settings to receive effective therapy and not feel a stabbing pain. It was also reported the patient accidentally turned off her device last june and experienced a return of symptoms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v704351, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).